Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿residual liquid and a foreign material came out of the instrument channel¿ and ¿residual liquid and a foreign material came out of the suction cylinder¿ were confirmed. The foreign material was revealed to be a mixture of silicic acid, organic silicone, protein, and stearic acid calcium. The foreign material may be derived from chemicals and lubricant since the above components are included in chemicals and lubricant. However, the origin and root cause were unable to be identified. The reprocessing steps may not have been practiced according to instructions for use (IFU) which likely caused remnants of chemicals and lubricant to remain, dry up, and solidify. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instructions, operation manual chapter 3 ¿preparation and inspection: inspection of the endoscope¿, section 3.3 ¿and ¿inspection of the endoscopic system¿, section 3.8 describe how to inspect for the subject event as below. ¦ inspection of the endoscope 1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. ¦ inspection of the instrument channel 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve. Instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿, section 3.5 ¿attaching accessories to the endoscope¿, and section 3.8 ¿inspection of the endoscopic system¿ describe how to inspect for the subject event as below. ¦ inspection of the endoscope 1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. ¦ attaching the suction valve 1 align the two metal ridges on the underside of the suction valve with the two holes in the suction cylinder. 2 attach the suction valve to the suction cylinder of the endoscope (see figure 3.31 and 3.32). Confirm that the valve fits properly without any bulging of the skirt. Also, confirm that the valve cannot be rotated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that due to a pinhole on channel-tube, water tightness was lost, residual liquid or foreign material came out of channel-tube, residual liquid or foreign material was coming out of suction cylinder, plastic distal end cover had a burn, forceps elevator lever had a scratch, free-engage knob had a scratch. , the right/left knob had a scratch, the upward/downward angulation control knob had a scratch, the switch box had a scratch, switch4 was worn, the control unit had discoloration, the control unit had a scratch, the suction cylinder was shaved, due to a dent on channel-tube, forceps cannot be inserted smoothly, the control unit is dirty due to water leakage, the adhesive on bending section cover had a chip, the bending tube was deformed, due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value, due to wear of angle wire, the bending angle in up direction did not meet the standard value, the distal end was deformed, the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The olympus representative reported that the gastrointestinal videoscope had an air/water leakage from the instrument/suction channel. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: residual liquid or foreign matter came out from the forceps channel, and residual liquid or foreign matter came out from the suction cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.